Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Later physician reported "no recurred mass, cate 1, right capsular contracture grade IV, no involved l/n in neck and both axillary." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture. Later physician reported "no recurred mass, cate 1, right capsular contracture grade IV, no involved l/n in neck and both axillary."device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.